Event description:
Procedure: gastroplasty. According to the reporter: during the procedure, the physician said that two loads presented failure in the stapling. The load cut the tissue but the physician noted that staples did not form properly. The physician performed manual suture. After the occurrence, he replaced the stapler and could finish the stapling. The surgical time was extended by 45 minutes. Because of the problem, the physician decided to prolong the hospital stay by 2 days and the diet administered was only liquid.

Manufacturer narrative:
(B)(4).